Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty gold sensor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and found that the customer was able to complete the rewind sequence. However, the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.